Manufacturer narrative:
Initial and final MDR 1886464 - MDR 3003442380-2024-08047 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event during use on (B)(6) 2023. The set was in use for 4:30- 48 hours. Blood glucose levels were 16-18 mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.